Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump dispensed all the insulin from the cartridge during the load step and it happened twice. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Review of the black box and download history revealed several records of ¿loss of prime¿ and ¿no cartridge detected warnings at the reported time of the event. On investigation the pump powered on normally. A rewind, load and prime sequence was executed and the pump failed to recognize the cartridge and emitted the appropriate warning. The force sensor was noted to be out of calibration. The pump was opened for investigation and revealed a defect in the force sensor wiring affecting the sensor pins.